Event description:
Reportedly, was undergoing excision of a lesion beneath the right nostril with the use of cautery. Pt also was receiving oxygen via nasal cannula to the mouth at 31 l/min. After approx 20 minutes of excision, the surgeon was cautaerizing bleeders when a fire began. It was extinguished immediately. The pt had erythema of the face and a burn to the tongue. Pt remained in the hosp for 5 days. No intubation was necessary to protect the airway.